Event description:
The patient was a girl born in 2007. The PICC line was inserted without any problems. Soon after insertion, the line became occluded and was removed. The PICC had broken and left 3cm inside the patient. An ultrasound was performed and all 3cm were removed with forceps.

Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the sample. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.